Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell two, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The hp power cycled the hc in order to end the therapy. The hp was going to finish the therapy using manual supplies. Technical service representative (tsr) reviewed the proper procedures with the caller as per user manual. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.